Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient implanted with this pacemaker system had passed out. This pacemaker system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this pacemaker system had passed out. This pacemaker system remains in service. No additional adverse patient effects were reported. Additional information received reported that a device check was performed on july 23, 2025 and the pacemaker system was functioning normally. The physician agreed that no programming changes were needed. It was noted that the patient hit his head when he fell, and was advised to go to the emergency room (ER). The patient refused and called his primary care physician. This pacemaker system remains in service. No additional adverse patient effects were reported.